Manufacturer narrative:
(B)(4). The devices were not returned to baxter for evaluation and therefore an evaluation could not be completed. If the devices are returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that spectrum infusion pumps were having delays in processing information. The customer stated that when the keys were pushed, the audible tone was heard, but the keys were pushed, the audible tone was heard, but there was a 2 to 3 second delay in the information being processed. It was also reported that there was no patient incident.